Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented and written in an edwards lifesciences technical summary, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the vascular complications is unknown as limited information was provided in the article. Additional information was requested to the author but not forthcoming. There is insufficient information to determine the cause of the reported vascular injuries. However, the events could be related to patient and/or procedural factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Transcatheter aortic valve replacement with balloon-expandable valves: comparison of sapien 3 ultra versus sapien 3; t rheude, c pellegrini, j lutz - cardiovascular, 2020 - jacc.org this report is 5 of 5 manufacturer reports being submitted for this case. Please reference related mfg. Report numbers: 2015691-2021-01695, 2015691-2021-01702, 2015691-2021-01704, and 20215691-02021-01705.

Event description:
A single-center study was published in a european journal article, transcatheter aortic valve replacement with balloon-expandable valves, comparison of sapien 3 ultra versus sapien 3. The study was from january 2014 and january 2020 and included a total of 1,328 consecutive patients with severe aortic stenosis or degenerated bioprosthetic aortic valves undergoing tavr using the s3 or ultra valves. A total of 310 patients (155 ultra and 155 s3). All patients were discussed by the multidisciplinary heart team and determined to be eligible for transfemoral tavr. Data were acquired during routine visits at the outpatient clinic, review of hospital records, contact of primary care physician, or direct contact of the patients or their family members and collected in an institutional database. This complaint is for 17 patients who experienced major vascular complications. The article does not provide details of the treatment of vascular complications.